Manufacturer narrative:
Immucor technical support used a remote electronic connection method to view the electronic images of the test wells stored on the galileo echo instrument personal computer on (B)(6) 2015. This remote viewing method determined that all testing well images appeared as they had been interpreted by the galileo echo. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on (B)(4) 2015, the fse determined that the probe inner teflon tubing had detached from the needle internally, and it was therefore replaced. The immucor laboratory tested retention product on (B)(4) 2015, which performed as expected. The customer site also sent returned product in question to the immucor laboratory for assessment, and it was tested by the immucor laboratory on (B)(4) 2015. This returned product also performed as expected.

Event description:
On (B)(6) 2015, a customer reported some unexpected negative results when using anti-a (murine monoclonal) series 1 on a galileo echo instrument.